Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), the grippers were not functioning consistently. The grippers would raise appropriately, but would not go down all the way when lowered. Trouble shooting was performed; however, the grippers continued to function irregularly. The device was not used and a second cds was prepared without issue. There was no patient involvement and no clinically significant delay in procedure reported. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported gripper arm actuation issue was not confirmed as the device performed as expected. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.